Event description:
The physician reported that during a pacemaker replacement procedure, connection difficulties in the ventricular channel were incurred. Reportedly, the ventricular lead could not be fully inserted into the port, and after the set-screw was tightened, the lead could be removed with a pull test. Following set-screw repositioning in which absence of the set-screw in the channel was visibly verified, several subsequent unsuccessful lead insertion attempts were made. The physician indicated that full insertion of the ventricular lead in the atrial port was possible including appropriate connection. It was also indicated that full insertion of the atrial lead in the ventricular port was not possible. Utilizing a second sorin reply pacemaker, and the same connection issues were incurred. The implant procedure was concluded with the second reply pacemaker and the use of an adapter for the ventricular lead.

Event description:
The physician reported that during a pacemaker replacement procedure, connection difficulties in the ventricular channel were incurred. Reportedly, the ventricular lead could not be fully inserted into the port, and after the set-screw was tightened, the lead could be removed with a pull test. Following set-screw repositioning in which absence of the set-screw in the channel was visibly verified, several subsequent unsuccessful lead insertion attempts were made. The physician indicated that full insertion of the ventricular lead in the atrial port was possible including appropriate connection. It was also indicated that full insertion of the atrial lead in the ventricular port was not possible. Utilizing a second sorin reply pacemaker, and the same connection issues were incurred. The implant procedure was concluded with the second reply pacemaker and the use of an adapter for the ventricular lead.

Manufacturer narrative:
(B)(4).